Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had problem in the display. The customer's blood glucose value was unknown at the time of incident. The customer reported that when he pressed the esc the back light turned on, however the display did not show any information. The customer reported that troubleshooting was performed. The customer reported that the insulin pump was not dropped or bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.